Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for scs system explant due to loss of stimulation. Reportedly, the leads were rolled up in the pocket. The patient received two leads with a same lot number.